Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported an unspecified malfunction/issue occurred. On (B)(6) the patient reported that his sensor ¿stopped working¿ but no further details about the sensor issue were reported as the patient stated he had dementia. The patient stated that he passed out and was found by his caretaker, when then called ems. The patient was taken to the ER where he was given ¿sugar¿ and eventually regained consciousness. The patient was discharged after being in the ER for less than 24 hours. The patient reported he was placed in a transitional care facility and is doing ¿fine¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.